Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating that the leads will not be returned as the products were sent to pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.